Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery would not charge and subsequently, the pump shut down. Customer's blood glucose level ranged from 80-100 mg/dl. Customer continued to use the pump for insulin therapy.